Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that geometry failure. Upon troubleshooting, the philips field service engineer (fse)went onsite, checked the system log file and found that aetm error found the fourth node longitudinal amc report error. To resolve the issue, fse replaced and adjusted the longitudinal amc and then restart system. After replaced the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the geometry movements failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.